Event description:
It was reported that bd alaris smartsite extension set had air in line. The following information was received by the initial reporter with the following verbatim it was reported by customer that the filter was clogged and bubbles in line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.